Event description:
Baxter reported there was a mis-spike by clean flash auto. The date of how long the set was in use is unk. There was no pt injury or medical intevention associated with this incident according to baxter.